Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her infant son. The device allegedly gave multiple readings that were never above 35°c, and a fever of 38.6°c was detected when the consumer used a different stick thermometer that they had in their home. About an hour later, a hospital measured the infants' temperature as 39.8°c, and he was treated for suspected sepsis and was treated with antibiotics. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.